Event description:
It was reported by service report that the stretcher will not lower and cannot be loaded into the ambulance. It is unknown if there was patient involvement or if there are adverse consequences to report.